Event description:
It was reported that there were motion sensor test failure alarms in the insulin pump history. Customer's blood glucose was reportedly normal. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The motion sensor test failure occurred during rewind due to motor encoder signal out of phase. No further tests could be performed due to constant motion sensor test failure alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.